Event description:
A pump alarm was reported by the customer, specifically alarm 20, which occurred during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, enabling the customer to successfully resume insulin therapy. The original cartridge lot number was unavailable.